Event description:
It was reported that the ventilator generated alarms indicating a low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a low o2 concentration. Our field service engineers investigated the reported machine on site. The o2 sensor was replaced and sent back for investigation. The returned o2 sensor has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. Another pre-use check has been performed after ventilation and it passed the tests. The reported problem could not be reproduced. Therefore, no root cause can be established. The provided logs confirms the reported alarm. However, it was noticed as well that it alarmed for inspiratory pressure high which it might be another part was defected instead. The o2 sensor is only for measuring it will not affect the delivered values.

Event description:
Manufacturer's ref. #: (B)(4).